Manufacturer narrative:
The issue was investigated in detail. The initial report stated that the system had collided with a surgical light. The investigation showed that the affected surgical light was installed before the omnia max system installation. However, according to the provided examination room plan the positioning of the system and the surgical light is compatible with each other. To prevent future collisions, it is suggested to restrict the movement of the surgical light. Due to the reported collision, the top cover of the tube was damaged, however, it has been already replaced by siemens service organization. Siemens internal post market surveillance does not indicate a general problem with the spare part. In general, the collision calculation of the omnia max system does not include external objects such as surgical lights. Therefore, the operator must ensure that the movement path of the system is clear before initiating any movements. This is also described in the operator manual xpl5-360.620.01.01.02 chapter ¿safety¿, pages 24 - 54. Since no system malfunction could be determined, the complaint is closed without further measures.

Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires an immediate action. The issue was likely caused by user inattentiveness. Manufacturer's preliminary results and conclusion: no system malfunction has been determined. It is in the responsibility of the user to take care that no objects are in the collision range of the system. There is a corresponding note in the operator manual. The investigation is ongoing. A supplemental report will be filed if additional information is obtained upon completion of the investigation.

Event description:
Siemens healthineers was notified regarding an issue that happened with an uroskop omnia max system. It was communicated that the user drove the system upwards into a surgical light that was positioned above the system by accident. No falling parts or pieces were mentioned. There was no injury to the patient or the user as a result of this event. In a worst-case scenario, persons could be seriously injured by falling parts due to a collision of the system with external objects.